Event description:
Pt was in a motorcycle accident. On (B)(6) 2011, pt was implanted with a proximal humerus plate. In (B)(6), pt began to experience pain. On (B)(6) 2011, pt underwent revision surgery and surgeon noted that the plate was broken. Plate was removed and in its place, another of the same plate was implanted along with a fibular strut graft. It was reported that the pt was non-compliant and did not follow the surgeon's instructions post-op.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.